Event description:
It was stated that there was lcd damage. There was no patient involvement. Analysis of the device found the downstream occlusion seal was lifting.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. There was no evidence to review in the event history log. The dso seal was replaced, and the pump passed all testing following the repair.